Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device not blowing the air. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Evaluation confirmed that device display will power up, but that blower will not power on. Ui cycles several times, followed by 'service required". Water marks on top enclosure near heater plate. Discoloration on pca near form of board, and on edge of underside of kapton tape. Rust discoloration on blower box screw near motor connector. Damage to middne 30v mosfet (q3), solder ball noted next to burned fet. Rws: would also note that I found various location top of the pca where there were white deposits (looks like re-activated flux), there were notes around q1 thru d6, fb1, c95, u9, j4 (also deposits on the ribbon cable near j4 end).

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.